Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep via email; double duckbill seal damaged or dropped out. A dislodged double duckbill seal fell into the abdominal cavity but was retrieved. This unit will be returned. Type of intervention: surgery completed with replacement with c0r47 from hospital inventory. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of fragmentation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by an asymmetrical instrument that was inserted through the seal subassembly in a non-axial manner. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: unknown. Event description: report from the sales rep via email; double duckbill seal damaged or dropped out. A dislodged double duckbill seal fell into the abdominal cavity but was retrieved. This unit will be returned. Type of intervention: surgery completed with replacement with c0r47 from hospital inventory. Patient status: no patient injury or illness associated with this event.